Event description:
A customer observed non-reproducible negatively biased glu qc results on the dt60 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event was unable to determine whether a user-induced tracking error occurred. Troubleshooting activities performed prevented checking for a user-induced slide tracking error. The most likely root cause of the event is a user-induced slide tracking error. The most likely root cause of the event is a user-induced slide tracking error, but this could not be confirmed. The root cause could not be determined based upon the information provided.